Manufacturer narrative:
Correction removal number: 1627487-07262012-002-r. This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2012-06635. It was reported the patient's scs system was explanted due to an infection. Sjm was made aware of the event on (B)(6) 2012. The explanted product will not be returned.